Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and there are no errors related to the customer complaint. Functional testing was performed, and the reported issue was confirmed due to a damaged downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the device failed occlusion 40.19psi. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.